Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The x-ray connections were repaired and the x-ray tube was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system periodically did not produce an x-ray. No pt injury was reported.